Event description:
Ambulance personnel from (B)(6) were treating a patient in very poor condition. They ran blood tests on him using two breeze2 meters and received only readings of e9 and e10. The ambulance nurse gave the patient glucose, assuming he was hypoglycemic. The nurse did not realize e10 was an indication the blood glucose level was greater than 83.2mmol/l. He was unresponsive and taken to ICU where he was treated for hyperglycemia. The nurse declined product replacement because the meters checked fine and it was later confirmed the patient's blood glucose was 98.8mmol/l.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The second breeze2 information: model 1447a, serial (B)(4), manufacture date 08/24/2013